Event description:
The customer stated that her meter was reading erratically. She tested her blood glucose and received a reading of 277 mg/dl. She retested a few minutes later and received a reading of 114 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The meter and strips functioned as designed while troubleshooting, so no product will be returned..